Manufacturer narrative:
The device has been received and is pending evaluation.

Event description:
During preparation of co, set air was observed to be leaking into the piston/stamp when it pulled from 7ml to 10ml. This happened many times and before the co-set was connected to the swan ganz catheter.